Event description:
The bolt on the mechanical lift snapped during the transfer of a patient and the patient fell to the floor striking her head on the bed frame. Shortly thereafter, the patient seized and died.